Manufacturer narrative:
Event site city: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the catheter was unable to be inserted through the sheath due to unwrapping of the iab. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the catheter was unable to be inserted through the sheath due to unwrapping of the iab. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The extender tubing was also returned. The catheter tubing was observed to be oval shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Additional information: the one-way valve was vacuum tested and it held vacuum. Reference complaint# (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the catheter was unable to be inserted through the sheath due to unwrapping of the iab. The iab was replaced and therapy was provided. There was no reported injury to the patient.